Manufacturer narrative:
Batch review performed on 26 august 2025. Reverse shoulder system 04.01.0007 standard humeral diaphysis - cementless - 12 (k170910) lot 1905763: (B)(4) items manufactured and released on 18-sep-2019. Expiration date: 2024-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional components involved and revised (all batch reviews performed on 26 august 2025) reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2240213: (B)(4) items manufactured and released on 23-feb-2023. Expiration date: 2028-02-06d. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2238989: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0154 glenoid baseplate - ø27x15 (k170452) lot 2217814: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 2027-11-06. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 2248437: (B)(4) items manufactured and released on 15-feb-2023. Expiration date: 2028-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2247053: (B)(4) items manufactured and released on 01-feb-2023. Expiration date: 2028-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2242294: (B)(4) items manufactured and released on 21-dec-2022. Expiration date: 2027-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2240585: (B)(4) items manufactured and released on 02-dec-2022. Expiration date: 2027-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 years 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.